Event description:
It was reported that the implantable neurostimulator (ins) was 'faulty.' The ins had already been 'opened' but it was unclear when that was. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional review determined this event was previously reported in manufacturer report #3004209178-2013-04305. Any additional information regarding this event will be reported in this manufacturer report number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).